Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/66 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: cryoballoon-assisted pulmonary vein isolation and left atrial roof ablation using a simplified sedation strategy without esophageal temperature monitoring: no notable thermal esophageal lesions and low arrhythmia recurrence rates after 2 years. Diagnostics. 2024. 14, 1370. Doi: 10.3390/diagnostics14131370. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding cryoballoon ablation with simplified sedation, without esophageal temperature monitoring. Patients were divided into two groups; those with paroxysmal atrial fibrillation (af) and underwent pulmonary vein isolation (pvi) only, and the other groups had persistent af and underwent a combined treatment of pvi and an additional left atrial roof ablation (lara). There were some patients with transient phrenic nerve injuries, which fully healed within 24 hours to 3 months. Gastroesophageal endoscopy was performed 24 hours after ablation. There was one patient that had an ablation-related esophageal lesion; it manifested as a superficial ulcer and the lesion was located in the mid-esophagus region and remained clinically silent. Gastric hypomotility occurred in some patients and was clinically silent, except for one patient who was symptomatic and necessitated treatment with a prokinetic agent for three months. Their symptoms gradually diminished, and the patient had achieved complete resolution of symptoms after three months. There were patients with recurrence of af, atrial flutter, or atrial tachycardia. The status of the catheters and sheaths is unknown. No additional adverse patient effects were reported.